Manufacturer narrative:
Device codes updated due to additional information received.

Event description:
It was reported that an alert was received for this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead via the remote monitoring system indicating that there was an out-of-range impedance measurement. There was no noise noted on the presenting electrogram (egm). Boston scientific technical services (ts) recommended bringing the patient in the office for further evaluation including isometrics, pocket manipulation, and sample impedances. Subsequently, the clinician requested boston scientific ts review of an atrial tachy response (atr) episode for possible electromagnetic interference (emi) and oversensing noise on the ra channel. Upon review, ts noted the noise could be consistent with the minute ventilation sensor oversensing. There were no known sources of emi. Ts discussed the option of programming the respiratory rate trend (rrt) feature off and checking the leads. The field representative noted that the rrt feature was programmed off in the cardiac resynchronization therapy defibrillator (crt-d) two days later. A lead fracture was determined. The crt-d and ra lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: device codes updated due to additional information received.

Event description:
It was reported that an alert was received for this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead via the remote monitoring system indicating that there was an out-of-range impedance measurement. There was no noise noted on the presenting electrogram (egm). Boston scientific technical services (ts) recommended bringing the patient in the office for further evaluation including isometrics, pocket manipulation, and sample impedances. Subsequently, the clinician requested boston scientific ts review of an atrial tachy response (atr) episode for possible electromagnetic interference (emi) and oversensing noise on the ra channel. Upon review, ts noted the noise could be consistent with the minute ventilation sensor oversensing. There were no known sources of emi. Ts discussed the option of programming the respiratory rate trend (rrt) feature and checking the leads. The field representative noted that the rrt feature was programmed off in the cardiac resynchronization therapy defibrillator (crt-d) two days later. A lead fracture was determined and loss of capture were also noted. A revision procedure was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that an alert was received for this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead via the remote monitoring system indicating that there was an out-of-range impedance measurement. There was no noise noted on the presenting electrogram (egm). Boston scientific technical services (ts) recommended bringing the patient in the office for further evaluation including isometrics, pocket manipulation, and sample impedances. Subsequently, the clinician requested boston scientific ts review of an atrial tachy response (atr) episode for possible electromagnetic interference (emi) and oversensing noise on the ra channel. Upon review, ts noted the noise could be consistent with the minute ventilation sensor oversensing. There were no known sources of emi. Ts discussed the option of programming the respiratory rate trend (rrt) feature and checking the leads. The field representative noted that the rrt feature was programmed off in the cardiac resynchronization therapy defibrillator (crt-d) two days later. A lead fracture was determined and loss of capture were also noted. A revision procedure was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture, coil deformation, and lead body damage. The analysis confirmed the fracture was approx. 305 mm from the terminal end at the bend. This type of damage is consistent with cyclic fatigue. The reported impedance measurements, oversensing, noisy signals, undersensing, and failure to capture were likely the result of the lead damage observed by the laboratory. Additional information was added to the following fields to capture the explant of the device. Device codes updated due to additional information received.

Event description:
It was reported that an alert was received for this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead via the remote monitoring system indicating that there was an out-of-range impedance measurement. There was no noise noted on the presenting electrogram (egm). Boston scientific technical services (ts) recommended bringing the patient in office for further evaluation including isometrics, pocket manipulation, and sample impedances. This product remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the clinician requested boston scientific technical services (ts) review of an atrial tachy response (atr) episode for possible electromagnetic interference (emi) and oversensing noise on the right atrial (ra) channel. Upon review ts noted the noise could be consistent with minute ventilation sensor oversensing. There were no known sources of emi. Ts discussed the option of programming the respiratory rate trend (rrt) feature off and checking the leads. The field representative noted that the rrt feature was programmed off in the cardiac resynchronization therapy defibrillator (crt-d) two days later. The crt-d and ra lead remain in service and no adverse patient effects were reported.